Event description:
It was reported that there was a lead warning and a polarity switch on the right ventricular (rv) lead. Impedance was high. The lead was programmed back to bipolar and the lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068 implantable pacing lead (B)(6) 1996. (B)(4).